Event description:
It was reported by the affiliate that the (1) cdh29 device was used for an unk procedure. It was reported that the device would staple but only partially cut. The case was completed with another instrument and there was no consequence to the pt.